Manufacturer narrative:
With all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. The event injury is a known inherent risk of device use as stated in the instructions for use. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during a holmium laser enucleation of prostate procedure, the fiber broke and the laser punctured the heel of the physician. The heel injury was treated with alcohol to disinfect and a bandage. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a holmium laser enucleation of prostate procedure, the fiber broke and the laser punctured the heel of the physician. The heel injury was treated with alcohol to disinfect and a bandage. The procedure was completed with another fiber without patient complications.